Event description:
It was reported the pt underwent surgery n (B)(6) 2008 for a removal of a tumor in the ball of the right foot. Orthoblast paste was implanted. During surgery as a "bone void filler". On a recent unk date, the pt reportedly "became ill with symptoms of an allergic reaction". Blood work was obtained which determined the pt was allergic to cobalt chloride. The pt is currently being treated by a primary care physician for the current allergic reaction symptoms.

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.